Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, ams episodes due to noise was noted on the lead. An in-clinic follow-up is anticipated but not yet scheduled to resolve the event. The patient was in stable condition.